Event description:
It was reported that the patient reported to the emergency room with shortness of breath. On a transmission it was observed that there was a previous alert for high left ventricular (lv) lead impedance. It was also noted that there were high lv capture thresholds and possible loss of capture. Impedance and thresholds had been increasing for over a year. Biventricular pacing may have been compromised. Follow-up information indicates the patient was admitted to the hospital the same day due to exacerbation of congestive heart failure. The lead is suspected to be dislodged, and a revision is scheduled. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk implantable cardioverter defibrillator (ICD) (B)(6) 2009; 6947 implantable tachy lead (B)(6) 2009; 1688t c ompetitor implantable pacing lead (B)(6) 2009. (B)(4).